Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that her ins had gone nuts, it was not where it was supposed to be. The patient reported that it had gone down into the lower legs and it was just supposed to be in the upper legs and back. The patient reported that she just got a defibrillator and wondered if it messed it up. The patient reported that the pain stimulator and defibrillator were on the same side; one is in the butt and on in the chest. The patient reported that if she lessened the stimulation, it goes back right back to where she started and her legs hurt so bad. No further complications were reported.